Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular lead was fractured. To date, there have been no additional adverse patient effects reported.